Event description:
It was reported, the patient presented in clinic due to feeling a heartbeat in their arm. The first attempted interrogation was unsuccessful, however interrogation was attempted again and was successful. Upon interrogation, it was noted the device had different setting then the programmed settings. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed back to the desired settings. The patient was stable.